Manufacturer narrative:
The reported event of mode switch episodes due to lead noise was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing found internal shorts between conductors. Dissection of the lead revealed that the inner insulation was breached/abraded due to an overtightened suture. This damage caused the reported event.

Event description:
It was reported that multiple mode switch episodes due to right atrial (ra) lead noise are observed. Some episodes from 2023. The ra lead was explanted without incident and replaced. The patient was stable before, during, and after the procedure.